Manufacturer narrative:
Correction: e1, e3 pushing boundaries: simultaneous minimal-invasive resection of complex colorectal liver metastases and its primary tumor / dr. (B)(6) / surgical endoscopy (2025) 39:401¿408 / https://doi.org/10.1007/s00464-024-11411-8 / published online: 20 november 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature study performed between may 2015 and december 2021, a retrospective study analyzes the simultaneous minimally invasive resection of colorectal liver metastases and primary tumor. Out of 281 patients undergoing resection of colorectal liver metastases (crlm), 33 (11.7%) patients had simultaneous minimal invasive resection of the colorectal primary. Parenchymal dissection of the liver was performed with endo gia or a competitor products. Postoperative complication included biliary leakage requiring percutaneous drainage occurred in two patients. Other complications unrelated to the device included port infection, paracolic fluid collection, and rectal stump insufficiency. One non-device related patient mortality was also mentioned.